Manufacturer narrative:
It was reported by end-user that he developed an allergic reaction (burning and redness to his stomach) after gauze adhesive wound dressing was applied over a pre-existing wound. Per the end-user, he was at the hospital for a prescheduled procedure (approx. Date 6/ 15/2020) to a pre-existing wound on his abdomen. End-user reports after the procedure, "the doctor packed the wound with another type of dressing without issue and then used the 4x4 bordered gauze adhesive wound dressings to cover the wound". End-user report's he "had an immediate reaction in which that area burned his stomach. The dressings were immediately removed and an unknown cream was applied to soothe the burning sensation". End-user reports he was given toradol, intravenous (IV) pain reliever, and an oral muscle relaxer (name unknown). End user reports he is allergic to latex, tylenol, keppra, and IV dye contrast. End-user states that md and hospital staff are aware and that product (msc3244) bordered gauze adhesive wound dressing clearly states it is latex free. End user reports he continues to apply two different topical creams to that area three times daily as directed by his physician. Reports the area is slowly getting better. Samples are not available for evaluation. Due to the reported allergic reaction, medical intervention and in abundance of caution this medwatch is being filed. No additional information is available. If additional information become available, a supplemental medwatch will be filed.

Event description:
It was reported by end user that he developed an allergic reaction (burning and redness to his stomach) after gauze adhesive wound dressing was applied over a pre-existing wound.